Event description:
It was reported the pt is going to have her scs ipg replaced because it "stopped working approximately six months ago". The pt stated she quit attempting to recharge the ipg once it stopped working. An sjm representative met with the pt and was unable to communicate with the pt's ipg using external devices. The pt stated the system's stimulation was working effectively prior to the ipg quitting. Surgical intervention to address the issue is planned for a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.